Manufacturer narrative:
Visual analysis of the photographs identified: rupture: not observe openings on the provided photos. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "right side ruptured device was found via ultrasound¿ the device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed. Calcification: not observed. As per the investigation procedure, deformation and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "right side ruptured device was found via ultrasound¿ the device has been explanted.

Event description:
Healthcare professional reported "right side ruptured device was found via ultrasound¿ the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.